Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx des were implanted - one was implanted in the lad and one was implanted in the rca. Approximately 30 months post procedure, patient suffered pre-existing end stage renal disease and died the same day while in hospice care. The death was classified as a non cardiac death. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated the event as cardiac death.